Event description:
The following has been reported: error 1 . Remarks: motor rotation error, cpu board found faulty after cross checking. Reporting as a conservative measure. No adverse event reported. More information is needed to complete the investigation.